Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was determined to be a defective system board. However, it was concluded that the device is no longer repairable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device remained with the customer unrepaired. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device experienced an unexpected loss of power and that their device displayed noise and distortion on the paddles ECG signal during patient care. Also, during evaluation it was found that the device is not completing boot-up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device experienced an unexpected loss of power and that their device displayed noise and distortion on the paddles ECG signal during patient care. Also, during evaluation it was found that the device is not completing boot-up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.